Manufacturer narrative:
The pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 485mg/dl. The customer's most current level was 530mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. The customer states they had cannula with blood. The customer did not trust the device and request the pump be replaced. The customer declined to troubleshoot for the highs.